Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor stated that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the keypad was torn over the down arrow and that button was intermittently responsive. The up arrow, ok, and contrast buttons responded properly. Contamination was found under the down arrow button contact when the keypad was removed. Unrelated to the keypad complaint, the pump booted to the verify screen with a dim and discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.